Event description:
A report of a patient's system being explanted due to infection was received. The infection was located at the patient's lead site. The infection was cultured and diagnosed as mrsa. The patient had infection symptoms of fever, drainage and tenderness at the lead site and date of onset is unknown. The patient was prescribed antibiotics which did not clear the infection. The decision was made to explant the patient's system. The patient's infection has cleared and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is a final report.